Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to pre-use check failure. Identification of issue has been done by analyzing problem description. Service report and the device¿s logs have been not available for further evaluation. Based on available information, no part was returned for further analysis. Therefore, the root cause of the issue has not been determined.